Event description:
During preventative maintenance, the customer was unable to get the device into service mode. The customer reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse provided part number for a pcba, switch (ui), and scheduled the repair per customer request. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Multiple good faith efforts were made to obtain information regarding device evaluation, repair, and operational status with no response from the reporter and therefore cannot be determined. It is unknown what the outcome of the service event was, and no further information was given by the customer.